Event description:
The customer reported that following a ptca/stent procedure in 2001, a vasoseal vhd kit size 5 was deployed. During deployment of the first plug, the operator met resistance but proceeded to deploy and then deployed the second plug without difficulty. Upon removal of the sheath and plunger/cartridge assembly, the operator noticed that the bottom third of the sheath was missing and presumed it to be in the tissue tract. The physician was called and an ultrasound of the groin was performed. The physician removed the sheath portion from the tissue tract at the pt's bedside. Following removal of the sheath portion, the pt's groin was puffy and ecchymotic. No further complications were reported.